Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 3 triclips were implanted successfully. The tr was reduced to grade 2 post procedure. On (B)(6) 2025, a single leaflet device attachment(slda) occurred from posterior leaflet for one triclip. Recurrent tr of grade 3 was reported. Patient is in stable condition. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.